Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented for a follow-up in the clinic with infection at the implanted device pocket site and leads vegetation. The vegetation was present in both the right ventricular lead and the atrial lead. The pacemaker, right ventricular lead and right atrial lead were explanted and replaced with a single chamber pacemaker. The patient was in stable condition throughout the procedure.